Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that capsule tore while the surgeon implanted a hoya lens. The surgeon had to remove the hoya lens, performed vitrectomy, and then proceeded to implant a sofport lens. It is unknown why the sofport lens was also pulled out. The surgeon performed vitrectomy again and ended up implanting a different brand lens. Additional information has been requested but has not been received.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.